Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 40. The customer took a syringe outside of the insulin pump. The customer did not eat. The customer was advised about the battery outlimit alert.